Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted to treat a pancreatic pseudocyst during a stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure the physician measured the distance between the pseudocyst and the stomach finding it to be 7mm. The physician gained access to the pseudocyst using endoscopic ultrasound (eus) and deployed the first flange transgastric. He unlocked the catheter lock and pulled back on the handle until the first flange was touching the wall of the pseudocyst. The physician then checked the position under endoscopic view and noted that the black marker was visible. He then deployed the second flange. The physician controlled the position of the stent; however, the second flange was deployed in the wall of the stomach. When attempting to check the position of the stent by ultrasound, the physician was unable to locate the stent inside the patient. On (B)(6) 2016 the patient had a computed tomography (CT) scan done on the upper and lower abdomen, but the physician still could not find the stent. As a result, the physician was unable to correctly reposition the stent. The physician believes that the axios stent could have been pulled out of the patient with the delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted to treat a pancreatic pseudocyst during a stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure the physician measured the distance between the pseudocyst and the stomach finding it to be 7mm. The physician gained access to the pseudocyst using endoscopic ultrasound (eus) and deployed the first flange transgastric. He unlocked the catheter lock and pulled back on the handle until the first flange was touching the wall of the pseudocyst. The physician then checked the position under endoscopic view and noted that the black marker was visible. He then deployed the second flange. The physician controlled the position of the stent; however, the second flange was deployed in the wall of the stomach. When attempting to check the position of the stent by ultrasound, the physician was unable to locate the stent inside the patient. On (B)(6) 2016 the patient had a computed tomography (CT) scan done on the upper and lower abdomen, but the physician still could not find the stent. As a result, the physician was unable to correctly reposition the stent. The physician believes that the axios stent could have been pulled out of the patient with the delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on august 10, 2016: it was reported that the stent was found in the working channel of the echoendoscope during cleaning.